Event description:
It was reported that a patient with an amalgam restoration experienced an electrical shocking sensation during use of an aseptico endo dtc motor with rotary endodontic files; the sensation was not reported by the patient while the motor was used at high speed with a gates glidden intraoral drill. No patient injury occurred as a result.

Manufacturer narrative:
Though there was no report of injury, because the initial reporter opted not to return the device for evaluation, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent damage to a body structure or permanent impairment of a body function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous reports received pertaining to the same alleged malfunction of similar devices. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The initial reporter opted not to return the unit for evaluation. Therefore, no evaluation is possible.